Manufacturer narrative:
(B)(4): concomitant medical products and therapy dates - (B)(6) 2009: tg3420/7001154. (B)(6) 2009: tg4015/05974283, tg4020/06529998, tg4020/05730304. The review of the manufacturing paperwork verified that this lot met all pre-release specifications (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On an unknown date in 2008, this patient underwent a total aortic arch replacement using a vascular graft. On (B)(6) 2009, two gore tag thoracic endoprostheses (tg3115/7001115, tg3420/7001154) were implanted in descending thoracic aorta. The preoperative aneurysm diameter measured 72 mm. On (B)(6) 2009, the patient underwent a planned endovascular procedure to implant three gore&#59412;tag thoracic endoprostheses (tg4015/05974283, tg4020/06529998, tg4020/05730304). The reason for this procedure was not reported. On (B)(6) 2009, a type ii endoleak was identified. The aneurysm diameter measured 70 mm. The origin of the type ii endoleak was not reported. On (B)(6) 2010, the persistent type ii endoleak was observed. The aneurysm diameter measured 70 mm. On (B)(6) 2010, the persistent type ii endoleak was observed. The aneurysm diameter measured 73 mm. On (B)(6) 2011, the persistent type ii endoleak was observed. The aneurysm diameter measured 75 mm. On (B)(6) 2012, the persistent type ii endoleak was observed. The aneurysm diameter measured 75 mm.